Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The field service engineer (fse) evaluated the device and verified the reported condition. After troubleshooting found that speaker attached to mc board wasn't working properly. The fse replaced the speaker assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The device was returned to service. The speaker assembly was received for evaluated. Visual inspection of the assembly revealed no signs of damage or contamination. The speaker was attached to a test ventilator and tested. The reported condition was verified. The electrical open in the speaker created the primary alarm failure (1102 e/c). MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a primary alarm failure (1102). There was no patient involvement.